Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer resumed insulin delivery to clear occlusion alarm. As the event occurred in the past, a cause of the occlusion could not be determined.